Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 103 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter. Blood test produced test results of 168 mg/dl using truetrack meter and one hour later produced 103 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 135 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:138mg/dl (B)(6) 2015 10:50am. 2:129mg/dl (B)(6) 2015 01:12pm . 3:220mg/dl (B)(6) 2015 01:00pm . 4:168mg/dl (B)(6) 2015 08:00am . 5:157mg/dl (B)(6) 2015 07:15pm . Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test results range is 100 to 103 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter. Blood test produced test results of 168 mg/dl using truetrack meter and one later produced 103 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 135 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 138mg/dl, (B)(6) 2015, 10:50 am; 129mg/dl, (B)(6) 2015, 01:12 pm; 220mg/dl, (B)(6) 2015, 01:00 pm; 168mg/dl, (B)(6) 2015, 08:00 am; 157mg/dl, (B)(6) 2015, 07:15 pm;. Adverse event not reported.